Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that device was explanted on (B)(6) 2019, caller states leads are still in place. Caller states operation report indicates the explant took place due to "failed enterra device". Caller did not have any additional info/clarification to provide.